Event description:
The account stated that the architect analyzer has generated erratic results on a patient sample. The initial result was 84.8 pg/ml, the retests results were both 48 pg/ml. The 48 result was reported. The sample was then retested the following day and the results were 68.1 and 68.9 pg/ml. The sample was retested again the very next day and the results were 55.0 and 56.2 pg/ml. Field service was requested. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.